Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an inaccurate high issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue with the subject meter started approximately one month prior to contacting lfs. The patient reportedly obtained blood glucose results of "159 mg/dl and 47 mg/dl" on the subject meter, and compared it to a freestyle freedom light meter's unknown results (time difference is unknown), and felt the subject meter was reading inaccurate high. She informed the cca, that she manages her diabetes with insulin (pump therapy) and due to the alleged issue, continued her usual dose of medication based on the subject meter's readings. The patient reported that because she was correcting with insulin based on the inaccurate high results, her glucose levels would go lower than they should. On an unspecified day and time, one month prior to contacting lfs, she became sweaty and shaky after the product issue began. She denied receiving any medical treatment due to her symptoms. At the time of troubleshooting with the cca, the patient reported that the time of the meter to meter comparison, the test strips were in good condition and not past their expiration date, a correct sample site was used, and the meter was set to the appropriate unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.